Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen top portion became unresponsive and the user was stuck on the graph screen, unable to access the notification bell, insulin vial, graph controls, or exit, with a small crack noted on the screen; the device was replaced and instructions were provided to shut down the device to avoid further alerts, to sync data to the mobile app prior to return, and that data would not transfer to the replacement. Symptoms included inability to operate display controls. Outcomes included device replacement and continued cgm use with the dexcom app or receiver. Investigation included technical support troubleshooting and education with verification of shipping and return logistics. Investigation of this case revealed a damaged or broken display component and associated touchscreen/display malfunction consistent with screen cracking and loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or impact.